Manufacturer narrative:
There is no indication that the lens was explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol), model pcb00, the surgeon noticed about five (5) pieces of brown debris, of which about three (3) went into the patient's eye and were subsequently removed. There were no patient issues reported post-op.

Manufacturer narrative:
Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection revealed a piece of brown debris on the cartridge's tip. The customer's reported complaint was verified. The debris was analysed using the fourier transform infrared (ftir) spectroscopy. The results revealed that the debris was probably a mixture, possibly composed of some or all of the following: polyamide, various salts, silicates, sulfates, phosphates, titanium dioxide, possible iron oxide, possible iron/chromium alloy with the information provided, there was not sufficient evidence to associate the debris found to the manufacturing process. The source of the material cannot be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.